Manufacturer narrative:
A ge service rep performed an on site investigation. The main power cable and foot switch need to be replaced. The hosp biomedical tech will replace the parts.

Event description:
The customer reported that the 9600 system would intermittently not fluoro during a case. Also the foot switch was damaged. No pt injury was reported.